Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator touchscreen became unresponsive and then rebooted, while the ventilator continued ventilating the patient. No interruption in ventilation was reported, and no patient harm was associated with the event. As a precaution, the patient was transferred to another ventilator. A review of the device logs confirmed that the system detected a non-critical thread (gui) event, which resulted in an automatic restart of the graphic user interface (gui).